Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and it had a loose drive support cap. The customer's blood glucose was unknown. The customer stated one side of drive support cap is flush and the other side is sticking in the pump. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded drive support disk also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.